Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the connector had a crack. The defect was noticed after use. The device was removed and replaced. The device was cleaned with aniosime xl 3.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Since the sample was not returned, there is not enough evidence to determine what could cause the crack on the adapter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.